Event description:
A healthcare professional reported that during an angioplasty procedure, a 4.5x22mm an enterprise vascular reconstruction device (product code: enc452212, lot number: 9784489) became impeded in introducer and could not be pushed into the unspecified microcatheter (mc). The doctor only retracted the stent alone; the stent was found detached from the delivery wire in the introducer. The doctor switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.